Event description:
It was reported that the patient experienced concomitant aortic insufficiency and sepsis. The patient elected for comfort care only, and the pump was eventually turned off at the family's request. The patient's death was not considered to be device-related, and the device reportedly operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported sepsis could not conclusively be determined through this evaluation. Furthermore, a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(4), and the reported aortic insufficiency and patient outcome could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists sepsis and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Although only sepsis was reported by the account, several sections of the heartmate 3 lvas IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.